Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing sensor malfunction. Customer reported that insulin pump was no longer receiving data from transmitter. Customer reported that sensor glucose was 6 and blood glucose was 20 mmol/l. Customer reported to have experienced high ketones. During troubleshooting, alarm history showed a signal too low alarm, unexpected restart alarm and excessive spanish anomaly alarms. Customer was advised that insulin pump would need to be replaced.